Event description:
When registered nurse (rn) was priming new filter and tubing set up for crrt [continuous renal replacement therapy] machine, pressure alarms continued to ring, and it was then discovered that part of the tubing was not connected properly to the filter, and the filter was unable to be primed. The tubing set and filter were set aside, and a new set up was obtained. The faulty setup was never connected to a patient.